Event description:
The shunt was tested prior to use. During the test, it was discovered that the white balloon had a hole in it. The device was removed from the sterile field and a different shunt was obtained and used on the patient.